Event description:
It was reported that the customer was experiencing high blood glucose levels of over 500 mg/dl. The customer had to change her infusion set three times. While rewinding the insulin pump, the customer noticed that the reservoir compartment was wet with insulin. Troubleshooting was done for a reservoir leak. The customer stated that there were no cracks or splits in the barrel and found that all components of the reservoir were present. Customer stated there were no leaks with the current reservoir. Troubleshooting could not be completed because the customer had discarded of the reservoir already. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.